Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s luer connector repeatedly broke off in the ilet, with the most recent event occurring while the device was carried in a pants pocket and another episode occurring during air travel, leading to difficulty removing the cartridge and necessitating a new infusion set. Symptoms included hyperglycemia up to 280 mg/dl for more than one hour and subsequent hypoglycemia to 43 mg/dl after reconnection, without loss of consciousness or other acute effects. Outcomes included self-management with a 10-unit insulin injection, no ketone testing, and no medical intervention or hospitalization. Investigation included collection of user-provided information and images and assessment of the device component involved. Investigation of this case revealed a broken or cracked connector at the luer interface consistent with a mechanical failure of the connector component and difficulty with cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical break of the luer connector leading to interruption of insulin delivery and subsequent glycemic excursions.